Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the atrial fibrillation procedure with pulsed field ablation, there was an air leak from the sheath. When preparing the sheath, it was flushed with two 200cc syringes. The sheath was inserted into the patient over the guidewire. When attempting to aspirate blood, bubbles were noted to be coming out of the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.